Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal the guide wire got caught on the implanted 3.25x33 mm xience sierra stent resulting in the reported entrapment. Manipulation of the device resulted in the reported stretched coils and ultimately resulted in the reported core detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a non-st elevation myocardial infarction with 75% stenosis in the proximal left anterior descending artery (lad), 90% stenosis in the first and second diagonal arteries, 90% stenosis of the marginal artery and atheroma in the circumflex artery. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lad and second diagonal artery. A 014 bmw hydro guide wire was advanced with no resistance to the diagonal artery as support for a 3.25x33 mm xience sierra stent delivery system (sds). The sds was advanced and the stent was deployed at the lad. During removal of the guidewire with no resistance, it was noted that the guidewire had stretched and the distal shaft had separated. The separated portion of the guidewire remained under the implanted 3.25x33 mm xience sierra stent with the distal radiopaque portion free floating in the 2nd diagonal artery with no impaired flow. The procedure was successfully completed by deploying a 4.0x23 mm xience sierra in the common trunk of proximal lad with good outcome. No treatment was performed to remove the separated portion of the guidewire. There was no adverse patient sequela. Ostial stenosis of the first and second diagonal arteries remained. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequently, the device was returned for evaluation. Evaluation summary: the device was returned for analysis. The reported stretched and the reported detachment were able to be confirmed. The reported entrapment was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during removal the guidewire got caught on the implanted 3.25x33 mm xience sierra stent resulting in the reported entrapment. Manipulation of the device resulted in the reported stretched coils and ultimately resulted in the reported/noted detachments (core, coil). There is no indication of a product quality issue with respect to manufacture, design or labeling.